Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call the insulin pump got suspended. They also reported that they got the calibration error. The customer's blood glucose was 122 mg/dl and sensor glucose was less than 40 mg/dl at the time of incident and blood glucose value was 97 mg/dl and sensor glucose value was 57 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product will not be returned for the analysis.